Manufacturer narrative:
(H6): manufacturer representative went to the site to test the system. Replaced pendant to resolve reported complaint. Performed system checkout. System was functional and returned to customer for use. B01,c07,d02 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that the pendant buttons were not responsive on the system. Site noted that buttons appeared to work when pressed "off-center." This was occurred intra operatively. There was no reported impact to patient outcome. No additional information was provided.